Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion set tubing during the fill tubing process. Reportedly, the customer changed infusion set and cartridge and was successfully able to resume insulin delivery. Customer's blood glucose was 211 mg/dl.